Event description:
It was reported that oversensing with artifacts was noted on this lead approx. 92 months after the implantation. The device was re-programmed and the tachycardia therapies were deactivated. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 37 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the yoke and connector pins was not returned. An extraction aid was found on the fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed 35 cm proximal to the lead tip that the insulation was found abraded through. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Additionally, the insulation was found abraded through 11 cm proximal to the lead tip, which probably resulted from severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The above mentioned insulation damages are assumed to be the root cause of the reported oversensing. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.